Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had rewind anomaly. Customer's blood glucose level was 300 mg/dl at the time of incident. Product will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed self test, rewind test and displacement test. Unit rewind function properly and no anomaly noted during testing. (B)(4).